Manufacturer narrative:
Section e1 initial reporter facility name: (B)(6) hospital. The reagent lot number was 75038600 with an expiration date of 31-oct-2024. The field service representative found a broken liquid level detection wire. After replacing the sample probe, the issue was solved. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin d total results for 6 patient samples on a cobas 8000 e 602 module. Patient 1: the initial result was >175 nmol/l. The repeated result was 52.74 nmol/l. Patient 2: the initial result was 175 nmol/l. The repeated result was 37.36 nmol/l. Patient 3: the initial result was 175 nmol/l. The repeated result was 37.30 nmol/l. Patient 4: the initial result was 175 nmol/l. The repeated result was 113.4 nmol/l. Patient 5: the initial result was 175 nmol/l. The repeated result was 74.98 nmol/l. Patient 6: the initial result was 175 nmol/l. The repeated result was 24.11 nmol/l. The questionable results were not reported outside the laboratory. The samples were repeated as the results did not match the patients' clinical diagnosis. The repeated results were believed to be correct.